Event description:
It was reported by the aci clinical specialist that a female pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the high common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7-9mm. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sheath was pulled back, the sealant came out of the sheath and stuck onto the advancer tube. The balloon was deflated and the device was removed. The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. It was noted by the aci clinical specialist that the pt was kept in the hospital overnight but not as a result of closure complications.

Manufacturer narrative:
The sealant was not returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled back against the shuttle. The advancer tube was separated from the device and the sealant was not returned. The reported event of sealant stuck to the advancer tube could not be confirmed. The review of the lhr (lot f1316905) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info received and the investigation performed, the probable root cause of the reported incident was unable to be determined.